Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01513, 0002648920-2021-00145, 0002648920-2021-00146, 0001822565-2021-01517, 0002648920-2021-00147.

Event description:
It was reported that bilateral patient underwent a right total knee arthroplasty. Subsequently, the patient is experiencing pain, swelling, loss of rom, cannot walk and is confined to a wheel chair. She stated that the surgeon reported to her a catastrophic failure of both knees. The patient also reported that 3 months after the surgery, her patella stretched/tore, and the surgeon put her in a brace to see if scar tissue would hold it in place. Attempts have been made and no further information has been provided.